Event description:
The pt reportedly experienced sound quality issues and poor performance. Device testing revealed abnormal functioning of the device. The pt was advised to discontinue use of the device. Revision surgery has been scheduled.